Event description:
It was reported that a patient underwent a forearm implant procedure on (B)(6) 2023 and suture was used. The surgeon used 4 different sutures, but he complained that one of them was worn and the other presented defects like the suture was cut or the needle was detached from the suture. The staff replaced them with other lot sutures and finished the operation. No fragments were generated. The surgery was not delayed to the reported event. The procedure was successfully completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "surgeon used 4 different sutures but he complained that one of them was worn and the other presented defects like the suture was cut or the needle was detached from the suture" - for these 4 reported devices: please confirm how many were "worn", how many were "cut" and how many were "detached". - for the suture that was "worn": was the suture also physically unraveled or frayed or only cosmetic and visual defects were observed? Please specify for each of the involved devices. - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify for each of the involved devices. - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify for each of the involved devices. Event related to mw # 2210968-2023-07208, mw # 2210968-2023-07209, mw # 2210968-2023-07211. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/6/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿the prolene stitch was seen frayed after tying the first knot . It happened again with another prolene stitch after a few knots. The needle that was detached from the suture happened during use on the patient. The suture that broke was during use on the patient after two or three knots.¿ h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, thirty-five unopened samples pertain to the product code 8305h. This product code is double-armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.